Event description:
During mid cerebral artery mechanical thrombectomy, two prowler select plus microcatheters (606s255x/15985913 and 606s255x/16059525) had difficulty in crossing the thrombus, got kinked near the distal end of the catheter, and the revive se could not be advanced through the microcatheters. Both of the microcatheters were removed with the revive se, resulting in loss of target position, and the procedure was completed using the same revive se unit with a non-codman microcatheter. It was reported that the microcatheters had not been torqued against resistance. The artery was calcified with a vessel diameter of 2.75mm. There was no clinically significant delay in the procedure or patient injury.

Manufacturer narrative:
Complaint conclusion: during mid cerebral artery mechanical thrombectomy, two prowler select plus microcatheters (606s255x/15985913 and 606s255x/16059525) had difficulty in crossing the thrombus, got kinked near the distal end of the catheter, and the revive se could not be advanced through the microcatheters. Both of the microcatheters were removed with the revive se, resulting in loss of target position, and the procedure was completed using the same revive se unit with a non-codman microcatheter. It was reported that the microcatheters had not been torqued against resistance. The artery was calcified with a vessel diameter of 2.75mm. There was no clinically significant delay in the procedure or patient injury. A non-sterile select plus 150/5 cm was received coiled inside of a dispenser. The device was inspected and it was found kinked/compressed. No damages were noted on the hub. The microcatheter was inspected under microscope and it was found compressed/kinked. The ID and od from the microcatheter were measured and were found within specification. The received microcatheter was flushed using a lab sample syringe (nipro) after that guide wire .018¿¿ lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter distal tip. Resistance/friction was felt when the guide wire was passing through of the kinked/compressed sections of the microcatheter. Review of lot 16059525 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The kinks were confirmed. The inability to pass a device through the microcatheter was not confirmed; however resistance was felt at the area of the kinked/compressed section. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to this failure. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint, with associated manufacture report numbers of 1058196-2014-00200 and 1058196-2014-00199.

Manufacturer narrative:
The device has been returned for analysis; however the analysis has not yet been completed. (B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint, with associated manufacture report numbers of 1058196-2014-00200 and 1058196-2014-00199.